Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that they are unable to exit the preparing to prime loop. The drive support cap was noted to be protruded. Customer also reported that the insulin pump has been dropped. Customer's current blood glucose reading is 132 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with a prime alarm during basic occlusion test and unable to prime during prime test due to protruded and loose drive support disk. Insulin pump had cracked display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.